Manufacturer narrative:
Additional information was received on 26-apr-2023 providing the nrg rf transseptal needle. Therefore, added this device to the ¿d10. Concomitant medical products and therapy dates¿ field. Additional information was received on 18-may-2023 updating the device. Therefore, updated the following fields: -d1. Brand name . -d4. Lot . -d4. Catalog . -d4. Unique identifier( UDI) . -d4. Expiration date. -h4. Device manufacture date. In addition, following is the updated mre: a manufacturing record evaluation was performed for the finished device number lot 60000029 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: ((B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and air flowed back into the side port issue occurred. Two hours after the start of the procedure at the time of the catheter replacement, air was drawn into the sheath. The procedure was continued after the air removal using a syringe. The procedure was completed. There was no patient consequence reported. Additional information was received. No air was introduced into the patient. The air was removed by using a syringe. No medical intervention was required. No neurological symptom occurred since the procedure was completed. The event was assessed as MDR reportable for the air flowed back into the side port issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00001837 and no internal action related to the complaint was found during the review. Additional request was sent for clarification to the device used in this procedure. However, no further information has been made available. If additional information is received regarding this event or device, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).